Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) cardiac ablation procedure with an octaray mapping catheter and the octaray catheter appeared to be caught on something. It appeared to be stuck in a fully deflected position on the carto 3 system visualization. The knob could not be pushed up nor down. The failure was found during the procedure and the catheter was not able to be taken out with the original short sheath used. The physician had to cut the back end of the octaray and advance a long sheath over the back end of it to straighten out the catheter and remove it. When the octaray catheter was removed from the body, it was noticed that there was a kink in the proximal end of the octaray catheter. There was a physical kink in the very proximal portion of the shaft of the catheter. It is believed that the kink was caused by the shaft of the catheter entering a tortuous vein on the way up to the heart, and that kink in the shaft prevented the releasing of deflection. The procedure continued using a 4mm catheter for mapping instead. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2023. It was reported that a patient underwent a supraventricular tachycardia (svt) cardiac ablation procedure with an octaray mapping catheter and the octaray catheter appeared to be caught on something. It appeared to be stuck in a fully deflected position on the carto 3 system visualization. The knob could not be pushed up nor down. The failure was found during the procedure and the catheter was not able to be taken out with the original short sheath used. The physician had to cut the back end of the octaray and advance a long sheath over the back end of it to straighten out the catheter and remove it. When the octaray catheter was removed from the body, it was noticed that there was a kink in the proximal end of the octaray catheter. There was a physical kink in the very proximal portion of the shaft of the catheter. It is believed that the kink was caused by the shaft of the catheter entering a tortuous vein on the way up to the heart, and that kink in the shaft prevented the releasing of deflection. The procedure continued using a 4mm catheter for mapping instead. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation, dimensional, and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed bent marks on the shaft, blood residues in the center of the splines, and near an electrode. Additionally, during the inspection, it was found that the shaft was cut off close to the handle area. A dimensional test was performed, and the outer diameters of the device were found within specifications. No deflection stuck was observed; however, since the customer cut the shaft, the deflection test was unable to be performed. A manufacturing record evaluation was performed for the finished device 31052626l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The root cause of the bent marks in the shaft could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: prior to removing the catheter, confirm that the thumb knob has been pulled back completely to straighten the tip. Remove the catheter from the guiding sheath and dispose of it in an appropriate manner. Do not apply excessive force while removing the catheter from the guiding sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent marks on the shaft that were observed. Investigation findings: no findings available (c20) / investigation conclusions: cause not established (d15) were selected as related to the deflection issue reported. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the entrapment of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).